Event description:
It is reported that the lens was explanted because the patient was dissatisfied with the visual result due to residual refractive error. The lens was explanted and replaced with a new zmb00 lens of a higher power.

Manufacturer narrative:
The iol was received cut in half, which is typical for a lens that has been explanted. However, this condition precluded being able to measure the diopter. Diopter measurement records from this particular lens were verified and showed that this lens was manufactured to be within specifications. This is in compliance with the labeled dioptric power. Our investigation revealed no product deficiency. Our investigation to date suggests this event was not caused by the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens has been received for return at (B)(4) and has been shipped to the amo manufacturing site for evaluation. The evaluation is pending. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.